Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence, dysmenorrhea, menometrorrhagia, and pelvic pain. It was reported that the patient had a concurrent procedure of a vaginal hysterectomy and bilateral salpingo-oophorectomy performed during mesh implantation. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infections, urinary frequency and urgency, nocturia, urinary hesitancy, vaginal discharge and urine retention. It was reported that the patient underwent mesh removal on (B)(6) 2014 by dr. (B)(6) at the (B)(6) hospital, (B)(6).

Manufacturer narrative:
Inflammation. It was reported that following insertion the patient experienced interstitial cystitis.

Manufacturer narrative:
It was reported that following insertion the patient experienced recurrent stress urinary incontinence.

Manufacturer narrative:
Additional patient codes: (B)(4) - hematuria additional narrative: it was reported that following insertion the patient experienced hematuria.